Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced two low flow and low speed alarms during driveline dressing change on (B)(6) 2020. The patient was asymptomatic at the time of these alarms. The patient has a history of frequent low flow alarms due to having trouble maintaining hydration, but report of low speed alarms is new. There was no visible damage to external driveline. Log file analysis shows low flow, low speed, and pump stop events while the patient was connected to the mobile power unite. These alarms are associated with a short to shield condition. The patient remained on batteries or an ungrounded cable to prevent additional interruptions in support. There was no gross signs of driveline damage on abdominal x-ray. The patient was given a loaner ui power module with power compatible ungrounded cord to take home at discharge due to possible short to shield in driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported low speed/pump stoppage events associated with low flow alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. It was reported that the patient experienced low speed and low flow alarms during a driveline dressing change the morning of (B)(6) 2020 while he was lying flat and connected to wall power. The patient remained asymptomatic at the time of the alarms. Per the vad coordinator, the patient had a history of frequent low flow alarms due to having trouble maintaining hydration, but the report of low speed alarms was new. The patient presented to the clinic, where pump stoppages were noted upon device interrogation. There was no visible damage to the external driveline. Additional information provided by the account on (B)(6) 2020 indicated that the cause of the low flow/low speed alarms was most likely a short-to-shield phenomenon. No abnormal pump operation occurred while the system was connected to batteries or an ungrounded patient cable. The initial submitted system controller log file contained data from (B)(6) 2020 1:07 am ¿ (B)(6) 2020 2:01 pm and showed that the morning of (B)(6) 2020 between 5:39 am ¿ 5:56 am, several low speed events and two full pump stoppages were captured while the system was connected to the mpu, resulting in low speed advisory/hazard and low flow alarms. The pump otherwise appeared to be operating normally with overall stable parameters prior to and following the event while the system was connected to battery power. An additional log file was submitted for review, which contained data from (B)(6) 2020 10:53 pm ¿ (B)(6) 2020 10:13 am and showed the pump operating as intended on battery power at speeds above the low speed limit with stable parameters. Review of the submitted log file data did not confirm the occurrence of any low flow alarms that were not associated with the low speed/pump stoppage events. The abnormal pump operation captured on (B)(6) 2020 appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. A distal end driveline replacement was not performed. The patient was reportedly discharged with a power module and an ungrounded patient cable. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Heartmate ii lvas IFU: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a driveline repair on (B)(6) 2020. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable for a short time and then discharged.

Manufacturer narrative:
Section d10;h4: correction. Section b5, h3: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28mar2017. Review of the submitted system controller log file data confirmed the reported low speed/pump stoppage events associated with low flow alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. It was reported that the patient experienced low speed and low flow alarms during a driveline dressing change the morning of (B)(6) 2020 while he was lying flat and connected to wall power. The patient remained asymptomatic at the time of the alarms. Per the vad coordinator, the patient had a history of frequent low flow alarms due to having trouble maintaining hydration, but the report of low speed alarms was new. The patient presented to the clinic, where pump stoppages were noted upon device interrogation. There was no visible damage to the external driveline. Additional information provided by the account on (B)(6) 2020 indicated that the cause of the low flow/low speed alarms was most likely a short-to-shield phenomenon. No abnormal pump operation occurred while the system was connected to batteries or an ungrounded patient cable. The patient was reportedly discharged with a power module and ungrounded patient cable. The initial submitted system controller log file contained data from (B)(6) 2020 1:07 am ¿ (B)(6) 2020 2:01 pm and showed that the morning of (B)(6) 2020 between 5:39 am ¿ 5:56 am, several low speed events and two full pump stoppages were captured while the system was connected to the mobile power unit (mpu), resulting in low speed advisory/hazard and low flow alarms. The pump otherwise appeared to be operating normally with overall stable parameters prior to and following the event while the system was connected to battery power. An additional log file was submitted for review, which contained data from (B)(6) 2020 10:53 pm ¿ (B)(6) 2020 10:13 am and showed the pump operating as intended on battery power at speeds above the low speed limit with stable parameters. Review of the submitted log file data did not confirm the occurrence of any low flow alarms that were not associated with the low speed/pump stoppage events. The abnormal pump operation captured on (B)(6) 2020 appeared consistent with a potential driveline wire compromise; however, driveline wire damage was not confirmed during the evaluation of the replaced driveline segment. A distal end driveline replacement was performed on (B)(6) 2020 and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the outer silicone sleeve and underlying clear bionate layer revealed no evidence of damage. The metal braided shield appeared to be in overall good condition for approximately 3 years of use; only a few areas of minor shield breakdown were noted. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The technical services representative communicated on (B)(6) 2020 that the entire external portion of the driveline was replaced with no issues; the patient was placed on a grounded patient cable for a short time following the procedure and was then discharged. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.